Event description:
The international customer reported the device will not power up. No patient involvement. The manufacturers field service engineer has ordered a power supply for replacement.

Manufacturer narrative:
Completion of service pending.